Manufacturer narrative:
E1/establishment name: (B)(6) - added due to character limitation in respective field. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image became completely white and a scope communication error (b30 error) was displayed. The issue occurred during an unspecified diagnostic procedure. The electrical contacts were wiped with alcohol, but this did not improve the situation. The device was restarted and the procedure was completed as it was. There was no health damage to the patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3, h4 and h6. Correction made to h6 (component code).